Event description:
It was reported by the customer that during use the intra-aortic balloon (iab) had gas loss. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit. When cumulative shuttle gas loss exceeds a nominal five cc per hour dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period is greater than or equal to eighty milliseconds and the deflation period is greater than or equal to two hundred fifty milliseconds. Causes of gas loss in iab circuit: leak or blood in catheter balloon or extender tubing. Kinks and occlusions in the iab.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation and medical device problem code) and e1 (initial reporter).